Event description:
It was reported that the device exhibited an incorrect measurement after an MRI procedure. It was noted that lifetime high output mode was not cleared, which can lead to inaccurate battery current drain and thus inaccurate battery longevity expectancy. Reinterrogating the device resolved the issue. There were no adverse health consequences, the patient was stable.